Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure in 2008. During the procedure, the patient developed hypotension, and bleeding was noted from the left obturator internus muscle region. Approximately 500cc's to 1000cc's of blood loss occurred. A small to moderately sized hematoma occurred. The patient was given two units of packed red blood cells and the hematoma absorbed spontaneously with no further medical intervention. Hospitalization was extended one day. The patient is currently doing fine.

Manufacturer narrative:
Date sent to the FDA: 12/18/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.